Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a frozen display and a keypad anomaly. The customer¿s blood glucose was 199 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Customer confirmed that time is not advancing even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device received with frozen screen, problem isolated to lcd board. Unable to perform the operating current, self-test, unexpected restart error test and displacement test or verify button or keypad unresponsive due to frozen screen. No damage or moisture on keypad trace noted during visual inspection.